Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer could not be updated with the universal serial bus (usb) noting that the usb ports worked properly. Analysis found that the stylus tip was broken. Analysis also noted that the electrocardiogram (ECG) connector and the handle required hardware updates. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be updated with the universal serial bus (usb). The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.